Manufacturer narrative:
The initial MDR was submitted with the lot # and catalog # in the suspect medical device (d) tab transposed. This follow up corrects that error.

Manufacturer narrative:
Date of event unknown. The date of notification has been used in this field. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for the cover failing to properly secure the used needle with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for the cover failing to properly secure the used needle was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that the apparatus was determined to be defective as the yellow plastic cover failed to properly secure the dirty bd safety-lok¿ blood collection set needle after usage. There was no report of serious injury, blood exposure, or medical intervention.